Event description:
Facility reported, "during treatment, the machine alarmed blood leak. Dialyzer tested positive for blood with the hemastix. Began to rinse the pt back per protocol. Pt then began to complain of feeling sick and rinse back was stopped. Normal saline was given. Pt vomitted 50-100cc of clear yellow liquid. After vomitting ceased, the pt complained of hand itching. Benadryl 25 mg IV given for itch. Blood pressure was high. Pt then complained of cramps in shoulders and arms. Md notified. Needles pulled, bp 220/100. Pt then felt better and was discharged 20 minutes later, bp 201/100. Pt instructed to take pt's bp meds. The sample was discarded by the facility. Medwatch filed on the medical intervention.